Event description:
Reportedly, during the device follow-up performed the day after implant ((B)(6) 2012), no memories ore statistics were available on aida memory screen or overview screen. Moreover, atrial sensing test was possible only after having changed the pacing mode from ddd to aai. A re-intervention was performed on (B)(6) 2012 to reposition the ventricular lead, which was dislodged. On (B)(6) 2012, patient follow-up was performed but memories or statistics were still not available on aida memory screen or overview screen. An explantation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.